Manufacturer narrative:
Device alarmed a21 after battery change and resets time or date to factory default due to connector on interface board voltage leak at interface board. However, unit passed the self-test and displacement test. No unexpected a17 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed unexpected restart alarmed and insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and also was complete rewind insulin pump. Customer also stated that the receiving another unexpected restart alarmed after a battery change. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replace and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.